Manufacturer narrative:
During the laboratory evaluation, the reported issue was confirmed. Temperature was incorrect throughout operating range. The temperature difference was wider toward the upper and lower ends of the specified range per the product surveillance technician (pst). The blood parameter monitor (bpm) temperature was monitored concurrently with a bpm from the lab platter. The investigation determined that the thermistors were not built per the specifications, where the drawing note requires the thermistor chip to be located within first 0.050 inches of the sleeve. Further investigation at the supplier determined that the chip location did not transfer from design to manufacturing at the supplier. Further investigation also identified improper supplier controls at the time to ensure that the part met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was no temperature reading on the blood parameter monitor (bpm). The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2016: the chief perfusionist (ccp) stated this bpm does measure temperature, but the shunt sensor temperature measurement is 4-5 degrees celsius lower than blood temperature in the cpb circuit. According to the ccp, she did not and has not observed inaccurate measures of other bpm parameters (ie. Ph, partial pressure of carbon dioxide [pco2], partial pressure of oxygen [po2], and temperature). The ccp continues to use the monitor and other than the temperature issue, it is functioning to her expectations. The case was completed successfully, without delay and without associated blood loss. There was no harm observed. This monitor remains in service and other bpm units at this site do not have this same temperature issue.